Event description:
A hospital in (B)(6) reported to a distributor that two rt226 infant low flow breathing circuits each had a "faulty flow supply". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot number: 120315, 120430; manufacturing date: 03/15/2012, 04/30/2012; quantity affected: (B)(4). The rt226 infant low flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a distributor that two rt226 infant low flow breathing circuits each had a "faulty flow supply". No patient consequence was reported.

Manufacturer narrative:
(B)(4).lot number manufacturing date quantity affected120315 03/15/2012 1 120430 04/30/2012 1 the rt226 infant low flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332.method: two complaint rt226 infant low flow breathing circuits with lot numbers 120315 and 120430 were returned to fph in (B)(4) in unsealed bags. The returned breathing circuits were pressure tested and immersed in a water bath to test for leaks.results: the pressure test result of the breathing circuit with lot number 120315 was outside the required specification. Upon immersion in a water bath, a leak was detected at the luer port of the expiratory limb. No fault was found with the breathing circuit with lot number 120430. The pressure test result was within specification. A lot check revealed no other complaints of this nature for both lot numbers. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests the reported leaks developed post production.our user instructions that accompany the rt226 infant low flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."